Event description:
It was reported by service report that the foot end of the stretcher was not rising. The customer could not determine whether there was pt involvement or adverse consequences occurred.